Manufacturer narrative:
Additional information received indicated that the pump touchscreen was not cracked/shattered but was unresponsive. A pump reset was performed; the issue was not resolved. Section h: device code 1135 and 1408 removed. Section h: device code 1135 and 1408 removed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.